Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed and revealed that the needle was disconnected from the body of the device. Further visual inspection on the needle revealed that traces of solvent were present on the needle stem. Visual inspection on the body of the device revealed that traces of solvent where present outside of the wall where the needle should have been attached with the body of the reconstitution device. The reported condition was verified. The determined cause of the issue is to be attributed to lack of solvent application at the needle to body junction due to a small misalignment of the solvent injector. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a reconstitution device's needle to disconnect from the set remains in the perfusion. This occurred during reconstitution. There was no patient involvement. No additional information is available.